Event description:
Pt with long segment (13 cm) barrett's esophagus containing high-grade dysplasia. They were treated with step-wise circumferential ablation followed by focal ablation. After the last ablation, physician reported that a stricture was noted in mid-esophagus and was dilated. The pt was not complaining of any symptoms of dysphagia at the time, so dilation was empirical. Event is resolved.